Manufacturer narrative:
Evaluation indicated that one jaw was broken off the instrument. The most likely cause for this kind of damage is stress overload; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue. We cannot confirm.

Event description:
Allegedly, the jaw broke off into patient during the procedure. The doctor retrieved piece and completed procedure. There was no injury to the patient.